Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are having an issue with the wire that goes down their back to the battery. Patient stated this has been going on for a long time but they have had so many surgeries they haven't been ready for another one. Patient stated that when they increased their stimulation at a certain point, they would feel shocked on the internal wire in a spot on their back and it would shock them so hard that for 2 days it would hurt to move their arm. Patient mentioned this started happening on the same year the stimulator was replaced around 2021. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Due to the patient having multiple implants, it was unknown which implant was involved in the event. Brand name restore; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2021 brand name restore; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.